Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s., and does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Event description:
This is a case, which was reported to baxter. The complaint refers to an incident involving an accusol 35 5l bag. The reporter states that the additive post came off the bag completely when removing the bag from the overpouch . The reporter states it was not due to mishandling. Not discovered during patient use.

Manufacturer narrative:
(B)(4). A review of the batch file was found to be acceptable. A trend review was completed and there was no significant trend for this issue. One sample was received and the complaint confirmed. The problem was production related. This issue was reviewed with the technical, quality and production team responsible for this product line. Additional checks were introduced to ensure that the medication is properly secured to the solution bag. We have discussed this particular complaint with production/engineering and we have opened a non-conformance investigation report to investigate the type of issue and to track the corrective corrections.